Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the roller pump display for 35.5 hours with no observation of any failures. It was determined that the roller pump display met specification.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the manufacturer's subsidiary, the liquid crystal display (lcd) displayed the characters with what looked like missing pixels. Also the top and bottom of the lcd was partially missing so the displayed information was not readable.

Manufacturer narrative:
The reported complaint was not confirmed. The service repair technician (srt) was not able to duplicate the reported complaint. The roller pump was tested and there was no observation of any display failures. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the roller pump had a display issue. There was no patient involvement.